Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The inlay was lost during repositioning at the facility and is not available for evaluation. Inlay shifts in position and inlay exchange are listed in the device labeling as known potential risks. (B)(4). Date emdr submitted to FDA: 05/11/2017.

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. At the one-month postoperative visit, it was noted that the inlay had decentered > 1 mm inferiorly. The corneal flap was lifted to reposition the inlay, but the surgeon was unable to preserve the inlay and the patient was implanted with a new inlay. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. The initial inlay implantation was reported to be uneventful and the patient has improved and is doing well post inlay exchange. Preoperatively, the patient's best corrected distance visual acuity (bcdva) was 20/25 and there has been no decrease throughout the postoperative period. According to the surgeon, eye rubbing likely caused or contributed to the inlay decentration.